Event description:
It was reported that there was a coupling problem and the patient was getting two bars at the best or lost coupling. It was noted that at the time of the report, the implantable neurostimulator (ins) had lost its charge and the patient was not getting stimulation at that time. The reporter noted that he didn¿t know how the ins was sitting in the pocket, but indicated that the patient was healed up. Additional information received reported the patient had nothing but problems since implant. The reporter stated the implantable ne urostimulator (ins) was initially tilted so the patient¿s healthcare professional (hcp) went back in to ¿tack it down¿ on the right side in (B)(6) 2013. The reporter further stated that since then the ins charged really well. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: neu _recharger_acc, product type: recharger. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).